Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made regarding the pathway system the customer was using and the daughter stated that the customer passed away the day before while wearing the insulin pump. The daughter stated that when she found her mother the blood glucose was over 1900mg/dl. The daughter feels that it was an insulin pump issue that caused her death. She also stated that the doctor felt the device was having battery issue and failed the battery test with the replacement that was sent. No further information was provided.